Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/19/; including open cholecystectomy were not provided. (B)(6) 2010:[unknown facility]. Robert guerra, md. Operative report. Resident surgeon: felipe maegawa, md. Preoperative diagnosis: incisional hernia, multiple. Postoperative diagnosis: incisional hernia, multiple. Operation: laparoscopic converted to open incisional hernia repair with mesh implant. Anesthesia: general. Estimated blood loss: minimal. Tubes and drains: none. Specimens: none. Implants: gore-tex dualmesh plus 15 x 19. Reason for surgery: the patient is a 77-year-old male. He underwent an open cholecystectomy about 3 years ago. He has developed in the interim multiple incisional hernias including at least one containing small bowel. Description of surgery: the patient was placed in the supine position on the operating table and general anesthesia was induced without difficulty. The foley catheter was then passed into the bladder. The abdomen was prepped with betadine and draped out of sterile field including ioban. An incision was made in the left flank after local anesthesia was infiltrated. The anterior fascia was identified which was quite deep. This was incised. The peritoneal cavity was then entered by muscle splitting incision with incision of the posterior sheath. Hasson port was passed and the abdomen was insufflated to 15 mmhg. The camera was placed. There was noted to be multiple adhesions including small bowel to the anterior abdominal wall. There was little room for dissection. The 5 mm trocar was placed below the camera port. Again, it appeared that dissection would be prolonged. For that reason, we elected to open the midline for dissection of adhesions. The midline was opened. Hernia sac was identified. The hernia sac was opened. The peritoneal cavity was entered. There was small bowel within the hernia sac and this was all dissected and reduced. There were noted to be at least 3 more hernias more superiorly and a larger hernia lateral. All hernias were emptied of contents. The entire incision was dissected. The incision was then closed with figure-of-eight 0 vicryl. The incision was again re-inflated after placement of a 15 x 19 gore-tex mesh. The gore-tex was then manipulated using the 5 mm ports. Maintenance of pneumoperitoneum was very difficult. The view was not optimal. It was decided to complete the repair by the anterior approach. Ports were withdrawn and the abdomen was desufflated. The previous closure was opened. The fascia was dissected. The posterior sheath was released and closed in the midline with running 0 vicryl. The anterior sheath was clearly identified throughout. The mesh was then placed in the pocket fashioned behind the rectus muscle. It was held here with 4 sutures of 0 prolene. The anterior layer was then secured to the previously dissected anterior fascia using running 0 prolene. The mesh was well secured. The area was irrigated. Quilting stitches were then used to return the subcutaneous tissue to the anterior abdominal wall. The subcutaneous tissue was closed with vicryl also. The skin was closed with staples. The port site in the left upper quadrant was closed with figure-of-eight 0 vicryl. All skin incisions were then closed with staples. Sterile dressing was applied. The patient was returned to the recovery area in satisfactory condition. (B)(6) 2010: [unknown facility]. Implant record. Mesh plus-dual oval 15 x 19 cm. Vendor: w. L. Gore & associates. Model: n/a. Lot/serial: 06416769. Expiration: sep 2011. Quantity 1. The record confirms a gore® dualmesh® biomaterial (06416769) was implanted during the procedure. (B)(6) 2010: [unknown facility]. Robert guerra, md/derek stephenson, md. Operative report. Resident surgeon: derek stephenson, md. Preoperative diagnosis: wound infection. Postoperative diagnosis: infection seroma. Operation: wound exploration with incision and drainage of infected seroma. Anesthesia: general. Estimated blood loss: 10 ml. Fluids: crystalloid 600 ml. Reason for surgery: the patient is a 77-year-old male who previously underwent ventral hernia repair on august 19, 2010. The patient did well after procedure but presented recently to the hospital with increasingly purulent appearing drainage from his operative drain. The patient was admitted with diagnosis of wound infection and plan to take to the operating room. Description of surgery: ¿the patient was brought into the operating room and placed supine on the operating room table. After induction of general anesthesia, the patient's previous drain was removed following which time his abdomen was prepped and draped in the standard sterile fashion. Following this, we opened the incision over his previous incision line. There was initially minimal expression as we opened this slightly deeper we entered the pocket of what appeared to be a slightly infected seroma. A culture swab of this fluid was taken and sent to microbiology for evaluation. Following this, we continue to open the wound and to probe the pocket. There was no further tunneling noted. As we did this, we did encounter the previously placed mesh. This appeared to be clean with no loose debris on it and in place and intact. Following this, there was not as much obvious infection as anticipated. Decision was made not to explant the mesh and we irrigated the wound thoroughly with 2 liters of normal saline. Next, we decided to place another drain. A small nick incision was made with scalpel in the patient's right upper quadrant and using a tonsil, this was advanced into the wound cavity with direct palpation. A 10-french flat jp drain was then put into position along the open cavity. It was then sutured in place with the drain stitch using a nylon suture. Once this was completed using the 2-0 vicryl sutures, the deep subcutaneous stitches were placed to reapproximate the wound followed by more superficial deep dermal stitches using a 3-0 vicryl. Once this was completed, the wound was closed using skin staples. Sterile dressing was placed. The patient was awakened without any further issues. Sponge and instrument counts were correct at the end of the case.¿ complications: none. Condition: stable to pacu. Dr. Guerra was present, scrubbed and supervised all portions of the procedure. [Missing records: a culture report detailing analysis of the specimens collected during the 09/10/10 procedure was not provided.] (B)(6) 2010: [unknown facility]. Robert guerra, md. Operative report. Preoperative diagnosis: infected seroma with gore-tex mesh in place. Postoperative diagnosis: infected seroma with gore-tex mesh in place. Operation: wound exploration with explantation of gore-tex mesh and revision of ventral incisional herniorrhaphy by use of implanted alloderm mesh. Anesthesia: general. Estimated blood loss: minimal. Tubes and drains: one 19-french blake drain. Specimens: cultures and mesh. Condition to recovery area: satisfactory. Indication: ¿the patient is a 77-year-old male with a ventral incisional hernia. About 1 month ago, he underwent repair with pocketed gore-tex dualmesh plus. The patient had significant drainage after surgery. After 3 weeks, there was noted to be purulent material coming from the drain. This was cultured and demonstrated staphylococcus of universal sensitivity. The patient has returned to the operating room for removal of what is presumed to be contaminated mesh along with drainage of infected seroma. Description of technique: the patient was placed in the supine position on the operating table and general anesthesia was induced without difficulty. An arterial line had been placed because the patient was intermittently bradycardiac. The old incision was opened. There was no evidence of infection in the superficial incision; however, there was fluid deep and anterior to the implanted mesh. The mesh that had been previously inserted was then removed by removal of prolene suture. We then proceeded to identify normal cross-linked fascia throughout. This was difficult because of reaction anterior to the previous repair. With removal of the mesh, there was noted to be fibrinous exudate below the mesh; however, the prior closure done with posterior sheath remained intact. All extraneous material was removed. The wound was copiously irrigated. We then reconstructed the repair using alloderm mesh in 2 pieces, both thick. Mesh measurements were 8 x 16 and 6 x 16. The anterior rectus sheath was identified throughout and incised. The mesh was then applied superiorly and inferiorly with prolene and secured to the anterior rectus fascia with running #0 prolene. Both portions of mesh were then closed in the midline under slight tension using 2-0 prolene running. Again, copious irrigation was performed. A drain was passed through a new stab wound. It was positioned lateral to the mesh. The incision was then closed in 2 layers, and 2-0 vicryl was used to loosely approximate the subcutaneous tissue. The skin was also closely loosely with staples followed by a sterile dressing. The patient was returned to the recovery area in satisfactory condition. Addendum: the principal procedure field was changed from sur ex lap with explanted abd mesh to infected abdominal mesh excision.¿ material sent to lab: explanted mesh. Cultures: abdominal wound. [Missing records: a culture report detailing analysis of the specimens collected during the 09/17/10 procedure was not provided.] [Missing records: a pathology report detailing analysis of the device removed during the 09/17/10 procedure was not provided.] Records after 9/17/10 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: seroma, infected mesh, infection, revision. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2002: (B)(6). Radiology CT abdomen/pelvis without contrast. Indication: abdomen and question right testicle pain, often radiating up under right rib cage. Evaluate for occult hernias as patient very large and difficult to examine. Impression: nonobstructive right 1 mm renal calculus. On (B)(6) 2006: (B)(6), md. Radiology CT abdomen / pelvis without contrast. Weight 259.3 lbs on (B)(6) 2006. Indication: prostate cancer, evaluate for lymph node, other metastasis. Impression: no adenopathy or signs of metastatic lesions. On (B)(6) 2007: (B)(6), md. Discharge summary. Discharge diagnoses: prostate cancer, radiation proctitis. Admitted for radiation therapy. Medical history: hypertension, diabetes mellitus type 2, obesity, dyslipidemia, chronic venostasis, osteoarthritis. On (B)(6) 2007: (B)(6), md. Radiology duplex scan aorta, vena cava, iliac. Impression: mild fusiform aneurysmal dilatation of the distal abdominal aorta measures 3.0 x 3.3 cm. On (B)(6) 2007: (B)(6), md. Radiology CT abdomen / pelvis with contrast. Indication: status post colonoscopy, abdominal pain and vomiting. Impression: diffuse fatty changes of liver. Gallbladder appears mildly dilated, believed gallstone near neck of gallbladder. No significant inflammatory changes within fat adjacent to gallbladder. No significant change in ectasia of infrarenal abdominal aorta and right common iliac artery. On (B)(6) 2007: (B)(6), md. Radiology CT abdomen / pelvis with contrast. Indication: abdominal pain. Impression: findings suggestive of emphysematous cholecystitis. Mild nonspecific hazy attenuation in perirectal region fat, mild fascial thickening dependently in posterior aspects of pelvis presumably related to mild dependent edema; correlate clinically for possibility of lower pelvic inflammation. On (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: acute cholecystitis. Concern for bowel perforation from recent colonoscopy. Postoperative diagnosis: gangrenous emphysematous cholecystitis with no evidence of perforation. Procedure: cholecystectomy. On (B)(6) 2007: (B)(6), md. Discharge summary. Discharge diagnosis: emphysematous / gangrenous gallbladder. Operations / procedures: exploratory laparotomy and open cholecystectomy. Two-day history of abdominal pain; started after colonoscopy on (B)(6) 2007. Colonoscopy done due to blood per rectum consistent with diverticulosis. To operating room on (B)(6) 2007. Condition stable at discharge. No heavy lifting greater than 10 pounds for 4 weeks. On (B)(6) 2007: (B)(6). Radiology chest 2 views. Indication: status post cholecystectomy. Impression: postoperative ileus and small amount of free intraperitoneal air. On (B)(6) 2007: (B)(6), md. Discharge summary. Discharge diagnosis: atrial flutter. Postoperative day #5 status post open cholecystectomy for gangrenous / emphysematous gallbladder to emergency room complaining of swelling lower extremities getting worse during last 24 hours. History of chronic venous insufficiency. Electrocardiogram shows new atrial flutter. Evaluated by cardiology; recommended metoprolol, coumadin, follow up cardiology clinic in 3 weeks. Medications on discharge: metoprolol, coumadin, lasix. On (B)(6) 2010: [facility ni]. Lab. Hgba1c 6.9 h [normal range not given]. On (B)(6) 2010: (B)(6). Radiology CT abdomen / pelvis without contrast. Indication: right upper quadrant pain, new onset. Weight 238.5 lbs. Impression: multiple anterior abdominal wall hernias. The largest is on the right side of the abdomen and contains multiple loops of small bowel without evidence of strangulation or obstruction. Punctuate non-obstructing calculus in superior pole right kidney. Large duodenal diverticulum unchanged from previous studies involving pancreatic head. Atheromatous plaquing of the aorta with ectasia and minimal dilatation. On (B)(6) 2010: (B)(6), md. Office notes. Ventral incisional hernia. Almost 3 years open cholecystectomy (midline incision) for acute cholelithiasis. Questionable wound infection post op but no other issues. Now notes bulge right greater that left. Mild symptoms only and none suggestive of bowel obstruction. Has CT which demonstrated multiple hernias (one contains small bowel). Exam: subtle bulge on the left, more prominent on the right. Has midline incision, full on right supraumbilical. Old appendectomy scar. Plan: reasonable shape, will proceed if patient desires. On (B)(6) 2010: (B)(6) hcs. Flowsheet. Temperature 99.0, weight 239 lbs, bmi 41. Implant preoperative complaints: on (B)(6) 2010: (B)(6), md. History and physical. Ventral incisional hernia. Had an open cholecystectomy on (B)(6) 2007 and has since experiences an abdominal wall hernia. A CT from on (B)(6) 2010 shows multiple abdominal wall hernias, the largest containing small bowel without evidence of obstruction or incarceration. Reports feeling some pain / discomfort along lower abdomen in the mornings and after meals. Notes some bulging on right side more than left. Medications: glipizide. History of appendectomy in 1950s. Height 64 in., weight 235 lb. Exam: abdomen soft, nontender. Impression: ventral incisional hernia. Plan: ventral hernia repair, cbc and electrolytes, ECG, pre-op cefazolin. Operation discussed in detail with patient. Options, risks / complications, and benefits explained. Patient understands and wishes to proceed. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/06416769, 15.0 cm x 19.0 cm x 1.0 mm]. Unknown: (B)(6) hcs. Prosthetics request implants. Provisional diagnosis: incisional hernia without mention of obstruction or gangrene. Date of surgery or date needed by: on (B)(6) 2010. Description: dualmesh 15.0 cm x 19.0 cm x 1.0 mm. Quantity: 1. Lot number: 06416769. Vend stock number: 1dlmcp04. On (B)(6) 2010: (B)(6) system. Lab. Hgba1c 7.1 h (6.5). On (B)(6) 2010: (B)(6), md. Discharge summary. Discharge diagnosis: ventral hernia. Hospital course: to operating room on (B)(6) 2010 for open ventral hernia repair; tolerated well, no complication during surgery; 2 jackson-pratt drains in place. Postoperative day #1 is improving, started on clear liquid; tolerated. Postoperative day #2 continued to improve; advanced to regular, pain controlled. Postoperative day #3 tolerating regular, positive bowel movement, minimal pain, vitals stable/within normal limits, benign abdomen exam. Throughout hospitalization is ambulating and on deep venous thrombosis prophylaxis. No complication during stay. Stable condition to be discharged home today. Independent in activities of daily living. Length of convalescence 2 weeks. Vicodin for pain as needed. Regular diet as tolerated. Activity as tolerated. Restrictions: no weight lifting greater than 15 pounds. On (B)(6) 2010: (B)(6), md. Office notes. Post op day #12 status post laparoscopic converted to open ventral hernia repair. Was discharged with one jp drain in place, wife reports that the output has been between 50-100 cc day. No fevers. Tolerating regular diet. Exam: abdomen soft, obese, nontender. Midline incision clean, dry, and intact; lower part of incision along the umbilical skin crease skin appears to be macerated. Jp serosanguinous. Assessment / plan: post op day #12 status post ventral hernia repair, staples removed and steri strips applied. Skin appears macerated in lower part of incision. No signs of wound infection in lower part of abdominal wound. Will prescribe nystatin powder to keep area dry. Jp still draining 50-100 cc day, leave in place for now. On (B)(6) 2010: (B)(6), md. History and physical. Status post incisional hernia repair by dr. (B)(6) on (B)(6) 2010, now with wound culture growing pseudomonas, and significant output of 80-120 daily for past several weeks. Output is milky colored. Height 64 inches, weight 225 pounds. Exam: abdomen, soft, nontender, incision site healing well with steri strips. Small opening distal end of incision site. Jp patent with milky drainage. Impression: status post hernia repair with abdominal pain, milky fluid from jp bulb, culture taken in the community that grew pseudomonas. New culture taken today. Plan: admit for IV antibiotics. May explore wound tomorrow. On (B)(6) 2010: (B)(6). Radiology abdomen 3 or more views. Indication: status post open repair of hernia with abdominal pain. Findings: drain superimposed over lower mid-abdomen. Impression: no acute cardiopulmonary pathology. Nonspecific bowel gas pattern without evidence of obstruction, free intraperitoneal air or fluid or obvious masses. Postsurgical changes lower abdomen. On (B)(6) 2010: (B)(6) system. Microbiology. Site / specimen: blood. Final report: no aerobic or anaerobic growth at 5 days. On (B)(6) 2010: (B)(6) system. Microbiology. Collection sample: wound. Site / specimen: abdomen. Gram stain: 1+ wbcs. 1+ gram-positive cocci. Culture results: non hemolytic streptococcus sp quantity: 1+. Staphylococcus, coagulase negative quantity: 1+. On (B)(6) 2010: (B)(6), md. Surgery note. No current fever / chills. On IV cipro. Jp drain: 45 cc, milky white fluid. Exam: abdomen, soft, nontender, incision site healing well with steri strips. Small opening distal end of incision site. Jp patent with milky drainage with 10-15 ml this morning. Assessment / plan: had issues with shortness of breath and bradycardia. Symptoms resolved after administration of 6l o2 by nasal cannula. I believe he is still a reasonable surgical candidate for the proposed procedure this morning. On (B)(6) 2010: (B)(6) hcs. Microbiology. Collection sample: swab. Site / specimen: abdomen. Comment: abdomen wound. Gram stain: 1+ wbcs. 1+ gram-positive cocci. Culture results: staphylococcus, coagulase positive quantity: 3+. On (B)(6) 2010: (B)(6), md. Consultation. Cardiology. History of atrial flutter and mobitz type I block. Consulted due to development of high-degree arterio-venous block on telemetry after wound exploration, incision and drainage infected seroma under general anesthesia. Very active at home, does not have issues. Impression: high-degree aterio-venous block; asymptomatic. This can be due to increased vagal tone. If becomes symptomatic, call for temporary pacemaker implantation. On (B)(6) 2010: (B)(6) hcs. Implant record. Alloderm. On (B)(6) 2010: (B)(6), md. Pathology. Accession number: (B)(4). Specimen: a. Explanted mesh. Preoperative diagnosis: infected abdomen/mesh. Gross description: a. Expanded mesh: received in the specimen container is a gore-tex mesh patch with prolene suture on the periphery which measures 15 x 13 x 0.2 cm. Diagnosis: mesh, abdominal, explanted: mesh graft (gross only). On (B)(6) 2010: (B)(6) hcs. Microbiology. Collection sample: swab. Site / specimen: abdomen. Comment: abdominal wound. Gram stain: 3+ wbcs, no organisms seen. Culture: staphylococcus, coagulase positive quantity: 3+. On (B)(6) 2010: (B)(6), dpt. Consultation. Physical medicine rehabilitation. Admission details: status post re-exploration with infected mesh removal and insertion of new alloderm mesh with primary closure. Impression: expected patient will respond nicely to therapy efforts provided medical status improves. Reasonable to expect once medically stable, will return home from acute setting. On (B)(6) 2010: (B)(6), md. Discharge summary. Discharge diagnosis: status post removal of infected ventral hernia mesh and placement of new biologic mesh. Hospital course: admitted for intravenous antibiotics and observation. Taken for wound washout on (B)(6) 2010, new jackson-pratt drain placed. Observed for resolution of purulent output into jackson-pratt. After intravenous antibiotics and conservative management failed to eradicate infection, taken on (B)(6) 2010 for mesh removal, irrigation and replacement of biologic mesh, again new jackson-pratt drain placed. Observed for resolution of infection and after infection no longer evident in jackson-pratt output and white count returned to normal and was afebrile, decision made to switch to oral antibiotics and discharge on (B)(6) 2010 with oral augmentin x 10 days, vicodin, docusate. Disposition: home. Length of convalescence: 15 days. Regular diet. Avoid heavy lifting, keep wound clean / dry. No swimming, bathing, submerging wound in water; shower okay. Addendum: to be monitored an additional 24 hours to better ensure no issues status post removal of jackson-pratt drain. Planned discharge on (B)(6). On (B)(6) 2010: (B)(6), md. Surgery history and physical. Complain of increased drainage from midline abdominal wound. Is post op day #11 status post infected mesh removal. Was seen by primary care physician who sent patient to (B)(6) emergency department due to midline wound healing by second intention put out about ¿2 cups¿ according to patient today at noon. Fluid was clear, with a little blood, non-feculent. Denies any bad odor. Exam: abdomen: soft, nontender, midline incision healing well. 4x4 cm portion of incision healing by secondary intention. Some fibrinous exudate, wound otherwise clean with no foul odor. Impression: post op day #11 status post removal of infected mesh, healing well, with improving post operative discomfort. No signs of infection or dehiscence. Wound is healing appropriately. Plan: discharge from emergency department. On (B)(6) 2010: (B)(6), md. Emergency room visit. Presents with increase drainage from abdominal wound. Saw primary care provider yesterday and has whitish foul smelling discharge so was told to come to the emergency department. Did state he was not compliant with his augmentin he was supposed to take since he hasn¿t had good appetite. Exam: abdomen: soft, non distended, non-tender. Wt. 222.3 lb. Assessment /plan: increase wound drainage status post incisional hernia repair on (B)(6) 2010, status post wound cleanage on (B)(6) 2010 in operating room, status post on (B)(6) 2010 mechanical repair. Surgery consulted and decided to admit. Wound and blood cultures sent. Dressing of wound was also changed. On (B)(6) 2010: (B)(6), md. Surgery history and physical. Complained of increased drainage from midline abdominal wound. Is post-op day #20 status post infected mesh removal. Previously seen in emergency department for same reason since operation. Fluid is clear, non-feculent. Denies bad odor, pain. Exam: abdomen: midline ventral abdominal wound with undermining and clear drainage. Impression: chronic abdominal wound secondary to infected mesh, removed on (B)(6) (placed on (B)(6) 2010). Unlikely to get proper wound care at home. Plan: admit to general surgery. Place wound vac. On (B)(6) 2010: (B)(6) hcs. Microbiology. Collection sample: blood. Final report: no aerobic or anaerobic growth at 5 days. On (B)(6) 2010: (B)(6) hcs. Microbiology. Collection sample: wound. Site / specimen: abdomen. Gram stain: 1+ wbcs, 2+ gram-positive cocci, 1+ gram-positive rods. Culture results: corynebacterium sp quantity: 3+. Comment: predominant growth. Staphylococcus, coagulase positive quantity: 2+. On (B)(6) 2010: (B)(6). Radiology abdomen 1 view. Indication: abdominal pain. Impression: no gross abnormality, no evidence of obstruction. On (B)(6) 2010: (B)(6), md. Discharge summary. Discharge diagnosis: infected abdominal wound. Hospital course: suspected that abdominal wound was infected, therefore admitted for wound care. Exhibited no signs of systemic infection, not started on antibiotics. Instead, started on twice daily moist kerlix packing for open abdominal wound. Tolerated dressing changes very well and gauze was noted to soak less and less drainage. Wound vac arrived on (B)(6); promptly placed. Since medically stable throughout dressing changes, it was decided he had no need for immediate medical attention; would benefit more from a (B)(6) center. Throughout hospital course, maintained regular diet and normal bowel habits. Ambulated regularly and required no intravenous fluids. Disposition: clc. Length of convalescence: 1-4 weeks. Discharge condition: stable. Diet: regular. Activity: as tolerated. Restrictions: none. On (B)(6) 2010: (B)(6), md. History and physical. History of persistent abdominal pain which started after colonoscopy on (B)(6) 2007. At time complained of diffuse abdominal pain more on epigastrium and bilateral upper quadrants, worse on deep inspiration, no radiation, non localized. Colonoscopy was done due to blood per rectum and consistent with diverticulosis of the sigmoid with no active bleeding. Two days after colonoscopy presented to the emergency room with severe abdominal pain. Was subsequently admitted for an exploratory laparoscopy which ultimately ended in an open cholecystectomy for gangrenous cholecystitis. Had no further health issues until on (B)(6) 2008 when was diagnosed with prostate cancer. Received radiation treatment for this. Also received zoladex implant injections for erectile dysfunction. Did not have any further abdominal pain until on (B)(6) 2010 when presented to primary care provider¿s office for persistent abdominal pain and increasing right upper quadrant pain. Recommended an abdominal CT with contrast. On (B)(6) 2010 was notified that he had multiple midline anterior abdominal wall hernias and was being referred to general surgery for evaluation. On (B)(6) 2010 was seen by dr. (B)(6) and discussed options for treatment. Was also diagnosed with diabetes mellitus. Opted to wait until on (B)(6) to have ventral hernia repaired. Saw dr. (B)(6) again on (B)(6) 2010 for pre-op visit and on (B)(6) 2010 had a ventral hernia repair done. Was discharged home without any complications on (B)(6) 2010. On (B)(6) 2010, was readmitted for IV antibiotic therapy as wound culture grew out pseudomonas. On (B)(6) 2010, was taken to the operating room for incision and drainage and washout of infected abdominal wound seroma and a new jp drain was placed. Was observed for resolution of purulent output into jp. After IV antibiotics and conservative management failed to eradicate the infection, was taken back to the operating room on (B)(6) 2010 for mesh removal, irrigation, and replacement of a biologic mesh, again a new jp drain was placed. Was observed for resolution of infection, no output in jp drain, labs normal and was afebrile, was switched to oral augmentin x 10 days and discharged home on (B)(6) 2010. On (B)(6) 2010, presented to the emergency room with increased abdominal pain and white foul smelling discharge. Was admitted for wound vac placement. Wound vac was placed on (B)(6) 2010 by wound care rn who noted a slight foul odor. Labs were reviewed which showed an elevated wbc of 11.8. Temperature at the time was elevated at 99.6. Surgical team decided not to place on any antibiotics at that time. On (B)(6) 2010 temperature was 99.9. Wbc¿s were 10.6. On (B)(6) 2010 temperature was 100.2 and wbc¿s were 11.3. General surgery discharged patient at that time to the (B)(6) for wound care. Social history: tobacco: quit 15 years ago. Exam: abdomen: soft, tender over surgical site extending up into right upper quadrant. Removed vac and gauze npwt dressing which was extremely malodorous and had green color to it; 80% of wound is black with some scattered yellow, 20% is red, (mostly at 0500-0700). 1/3 of cannister with serosanguinous looking fluid. Periwound surrounding wound blackened. Alloderm white and present. Vertical 5 cm width 6 cm 80% necrotic base, very malodorous, graft site intact depth 5 cm centered then tunnels 8.5 cm @ 12 o¿clock and lower granulated area 3.5 cm in depth. There are also multiple skin tears on abdomen from tape. Assessment / plan: status post ventral hernia repair with removal of infected mesh now symptomatic. Febrile @ 100.2. (B)(6) attending recommends veteran be transferred back to main hospital. Chief surgical resident evaluated in room and agreed to transfer. On (B)(6) 2010: (B)(6), md. Surgery note. Called urgently to bedside with report of black gangrenous wound. On evaluation wound looking stable. Has tiny amount of dark slough and a small ~1 cm area of skin edge that is dark. There is a large cavity over alloderm mesh that is about the same as before. Alloderm looks solid and adherent to the underlying tissue. There is good looking granulation tissue at periphery. There is no redness or increased drainage. Assessment/plan: wound looks stable to improved. Will continue with bid moist-dry dressing changes. Had elevation in temp and a bump in wbc today. Doubt that wound is source. Will check cxr and ua. On (B)(6) 2010: (B)(6), md. Surgery note. Chronic abdominal wound status post removal of infected mesh now readmitted for wound care. Hospital day #17 and day #2 after vac placement. Assessment / plan: chronic abdominal wound, allo-derm mesh disintegrating, now with wound vac day #2. On (B)(6) 2010: (B)(6), md. Surgery note. Chronic abdominal wound status post removal of infected mesh now readmitted for wound care. Hospital day #18 and day #3 after vac placement, vac changed yesterday. Assessment / plan: chronic abdominal wound, status post wound vac. Change wound vac wednesday, recheck. Afebrile, follow leukocytosis clinically. On (B)(6) 2010: (B)(6), md. Discharge summary. Discharge diagnosis: chronic abdominal wound. Operations / procedures: wound vac applied. Presented from (B)(6) after concerns were raised regarding necrotic tissue in abdominal wound. Wound issues addressed with debridement, wet / dry dressing changes and application of wound vac. Pertinent findings: wound has good granulation tissue, areas of fatty necrosis status post debridement. Hospital course: wound debrided, keflex continues. Wound vac changes monday, wednesday, friday. Surgery team requests antibiotic be continued for 14 days, then reassess. Will be active in monitoring wound progression, including weekly wound vac changes on fridays by surgery team in addition to as needed debridement at the behest of (B)(6) personnel/wound care staff. Ensure white sponge dressing is used at the base of the wound, and standard black sponge on top of that as is currently the case on his discharge to (B)(6). Disposition: (B)(6). Length of convalescence: ongoing. Discharge instructions: diabetic diet. Activity as tolerated. Restrictions none. On (B)(6) 2010: (B)(6), arnp. Interim provider note. Returns from 2s after concerns were raised regarding necrotic tissue in abdominal wound. Wound issues were addressed by general surgery with debridement, wet-dry dressing changes, and application of a wound vac. Is here for wound vac / care / dressing changes mwf and antibiotics. Impression / plan: status post ventral hernia repair with removal of infected mesh. On (B)(6) 2010: (B)(6), pt. Consultation. Physical therapy evaluation. Precautions: incision / wound vac. Referred to (B)(6) rehab secondary to impaired functional mobility / ambulatory status post readmission on (B)(6) 2010 with abdominal infection. Previous baseline: per patient-independent with mobility, activities of daily living and gait using gait-training walker for community entry. Goal: return home to independent living as soon as possible. Skilled physical therapy not indicated at this time.

Manufacturer narrative:
H6: updated code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 2069) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1995 through (B)(6) 2020 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity - (B)(6) 2002: ¿patient very large and difficult to examine¿ - (B)(6) 2010: 239 lbs., bmi 41. Smoking- (B)(6) 2010: quit 15 years ago. Prostate cancer; radiation therapy, hypertension [htn]. Dyslipidemia. Diabetes mellitus type 2 - (B)(6) 2010: glipizide. Uncontrolled congestive heart failure [chf] multiple incisional hernias; large ventral hernia surgical procedures: 1950s: appendectomy. (B)(6) 2007: exploratory laparotomy and open cholecystectomy. (B)(6) 2010: laparoscopic converted to open incisional hernia repair with mesh implant. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2010: wound exploration with incision and drainage of infected seroma. (B)(6) 2010: wound exploration with explantation of gore-tex mesh and revision of ventral incisional herniorrhaphy by use of implanted alloderm mesh. (B)(6) 2010: debridement of wound with wound vac placement. (B)(6) 2010: blunt debridement; clean, healthy granulation wound and postage stamp split thickness skin grafting to wound bed. (B)(6) 2011: secondary closure wound of the lower abdomen relevant medical information: (B)(6) 2002: CT abdomen/pelvis [a/p]. Indication: ¿abdomen and question right testicle pain, often radiating up under right rib cage. Evaluate for occult hernias as patient very large and difficult to examine. Impression: nonobstructive right 1 mm renal calculus.¿ (B)(6) 2006: CT a/p. Impression: ¿no adenopathy or signs of metastatic lesions.¿ (B)(6) 2007: CT a/p. Abdominal pain. Impression: ¿findings suggestive of emphysematous cholecystitis.¿ (B)(6) 2007: exploratory laparotomy and open cholecystectomy. [Operative report not provided]. (B)(6) 2010: CT a/p. Indication: ¿right upper quadrant pain, new onset.¿ impression: ¿multiple anterior abdominal wall hernias. The largest is on the right side of the abdomen and contains multiple loops of small bowel without evidence of strangulation or obstruction.¿ (B)(6) 2010: ¿ventral incisional hernia. Almost 3 years open cholecystectomy (midline incision) for acute cholelithiasis. Questionable wound infection post op but no other issues. Now notes bulge right greater that left. Mild symptoms only and none suggestive of bowel obstruction. Has CT which demonstrated multiple hernias (one contains small bowel). Exam: subtle bulge on the left, more prominent on the right. Has midline incision, full on right supraumbilical. Old appendectomy scar. Plan: reasonable shape, will proceed if patient desires.¿ implant preoperative complaints: (B)(6) 2010: history and physical. ¿ventral incisional hernia. Had an open cholecystectomy in (B)(6) 2007 and has since experiences an abdominal wall hernia. A CT from (B)(6) 2010 shows multiple abdominal wall hernias, the largest containing small bowel without evidence of obstruction or incarceration. Reports feeling some pain/discomfort along lower abdomen in the mornings and after meals. Notes some bulging on right side more than left. Exam: abdomen soft, nontender. Impression: ventral incisional hernia. Plan: ventral hernia repair, operation discussed in detail with patient. Options, risks/complications, and benefits explained. Patient understands and wishes to proceed.¿ (B)(6) 2010: indication: ¿the patient is a 77-year-old male. He underwent an open cholecystectomy about 3 years ago. He has developed in the interim multiple incisional hernias including at least one containing small bowel.¿ implant procedure: laparoscopic converted to open incisional hernia repair with mesh implant. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/06416769, 15cm x 19cm x 1 mm, oval]. Implant date: (B)(6) 2010 (hospitalization (B)(6) 2010). Description of hernia being treated: ¿an incision was made in the left flank after local anesthesia was infiltrated. The anterior fascia was identified which was quite deep. This was incised. The peritoneal cavity was then entered by muscle splitting incision with incision of the posterior sheath. Hasson port was passed and the abdomen was insufflated to 15 mmhg. The camera was placed. There was noted to be multiple adhesions including small bowel to the anterior abdominal wall. There was little room for dissection. The 5 mm trocar was placed below the camera port. Again, it appeared that dissection would be prolonged. For that reason, we elected to open the midline for dissection of adhesions. The midline was opened. Hernia sac was identified. The hernia sac was opened. The peritoneal cavity was entered. There was small bowel within the hernia sac and this was all dissected and reduced. There were noted to be at least 3 more hernias more superiorly and a larger hernia lateral. All hernias were emptied of contents. The entire incision was dissected. The incision was then closed with figure-of-eight 0 vicryl.¿ implant size and fixation: ¿the incision was again re-inflated after placement of a 15 x 19 gore-tex mesh. The gore-tex was then manipulated using the 5 mm ports. Maintenance of pneumoperitoneum was very difficult. The view was not optimal. It was decided to complete the repair by the anterior approach. Ports were withdrawn and the abdomen was desufflated. The previous closure was opened. The fascia was dissected. The posterior sheath was released and closed in the midline with running 0 vicryl. The anterior sheath was clearly identified throughout. The mesh was then placed in the pocket fashioned behind the rectus muscle. It was held here with 4 sutures of 0 prolene. The anterior layer was then secured to the previously dissected anterior fascia using running 0 prolene. The mesh was well secured. The area was irrigated. Quilting stitches were then used to return the subcutaneous tissue to the anterior abdominal wall. The subcutaneous tissue was closed with vicryl also. The skin was closed with staples. The port site in the left upper quadrant was closed with figure-of-eight 0 vicryl. All skin incisions were then closed with staples.¿ (B)(6) 2010: discharge summary. ¿no complication during surgery; 2 jackson-pratt drains in place. No complication during stay. Stable condition to be discharged home today. Restrictions: no weight lifting greater than 15 pounds.¿ relevant medical information: (B)(6) 2010: ¿was discharged with one jp drain in place, wife reports that the output has been between 50-100 cc day. Exam: abdomen soft, obese, nontender. Midline incision clean, dry, and intact; lower part of incision along the umbilical skin crease ¿ skin appears to be macerated. Jp ¿ serosanguinous. Assessment/plan: post op day #12 status post ventral hernia repair, staples removed and steri strips applied. Skin appears macerated in lower part of incision. No signs of wound infection in lower part of abdominal wound. Will prescribe nystatin powder to keep area dry. Jp still draining 50-100 cc day, leave in place for now.¿ explant preoperative complaints: (B)(6) 2010: ¿status post incisional hernia repair on (B)(6) 2010, now with wound culture growing pseudomonas, and significant output of 80-120 daily for past several weeks. Output is milky colored. Exam: abdomen, soft, nontender, incision site healing well with steri strips. Small opening distal end of incision site. Jp patent with milky drainage. Impression: status post hernia repair with abdominal pain, milky fluid from jp bulb, culture taken in the community that grew pseudomonas. New culture taken today. Plan: admit for IV antibiotics. May explore wound tomorrow.¿ (B)(6) 2010: x-ray abdomen. Impression: ¿nonspecific bowel gas pattern without evidence of obstruction, free intraperitoneal air or fluid or obvious masses. Postsurgical changes lower abdomen.¿ (B)(6) 2010: ¿small opening distal end of incision site. Jp patent with milky drainage with 10-15 ml this morning.¿ (B)(6) 2010: wound exploration with incision and drainage of infected seroma. Indication: ¿the patient is a 77-year-old male who previously underwent ventral hernia repair on (B)(6) 2010. The patient did well after procedure but presented recently to the hospital with increasingly purulent appearing drainage from his operative drain. The patient was admitted with diagnosis of wound infection and plan to take to the operating room. ¿ procedure: ¿following this, we opened the incision over his previous incision line. There was initially minimal expression as we opened this slightly deeper we entered the pocket of what appeared to be a slightly infected seroma . A culture swab of this fluid was taken and sent to microbiology for evaluation. Following this, we continue to open the wound and to probe the pocket. There was no further tunneling noted. As we did this, we did encounter the previously placed mesh. This appeared to be clean with no loose debris on it and in place and intact. Following this, there was not as much obvious infection as anticipated. Decision was made not to explant the mesh and we irrigated the wound thoroughly with 2 liters of normal saline. Next, we decided to place another drain. A small nick incision was made with scalpel in the patient's right upper quadrant and using a tonsil, this was advanced into the wound cavity with direct palpation. A 10-french flat jp drain was then put into position along the open cavity. It was then sutured in place with the drain stitch using a nylon suture. Once this was completed using the 2-0 vicryl sutures, the deep subcutaneous stitches were placed to reapproximate the wound followed by more superficial deep dermal stitches using a 3-0 vicryl. Once this was completed, the wound was closed using skin staples.¿ (B)(6) 2010: microbiology. ¿site/specimen: abdomen. Comment: abdomen wound. Gram stain: 1+ wbcs. 1+ gram-positive cocci. Culture results: staphylococcus, coagulase positive ¿ quantity: 3+.¿ (B)(6) 2010: indication: ¿the patient is a 77-year-old male with a ventral incisional hernia. About 1 month ago, he underwent repair with pocketed gore-tex dualmesh plus. The patient had significant drainage after surgery. After 3 weeks, there was noted to be purulent material coming from the drain. This was cultured and demonstrated staphylococcus of universal sensitivity. The patient has returned to the operating room for removal of what is presumed to be contaminated mesh along with drainage of infected seroma.¿ explant procedure: wound exploration with explantation of gore-tex mesh and revision of ventral incisional herniorrhaphy by use of implanted alloderm mesh. Explant date: (B)(6) 2010 (hospitalization (B)(6) 2010). Specimens: ¿cultures and mesh.¿ procedure: ¿the old incision was opened. There was no evidence of infection in the superficial incision; however, there was fluid deep and anterior to the implanted mesh. The mesh that had been previously inserted was then removed by removal of prolene suture. We then proceeded to identify normal cross-linked fascia throughout. This was difficult because of reaction anterior to the previous repair. With removal of the mesh, there was noted to be fibrinous exudate below the mesh; however, the prior closure done with posterior sheath remained intact. All extraneous material was removed. The wound was copiously irrigated. We then reconstructed the repair using alloderm mesh in 2 pieces, both thick. Mesh measurements were 8 x 16 and 6 x 16. The anterior rectus sheath was identified throughout and incised. The mesh was then applied superiorly and inferiorly with prolene and secured to the anterior rectus fascia with running #0 prolene. Both portions of mesh were then closed in the midline under slight tension using 2-0 prolene running. Again, copious irrigation was performed. A drain was passed through a new stab wound. It was positioned lateral to the mesh. The incision was then closed in 2 layers, and 2-0 vicryl was used to loosely approximate the subcutaneous tissue. The skin was also closely loosely with staples followed by a sterile dressing.¿ (B)(6) 2010: pathology. ¿specimen: a. Explanted mesh. Gross description: expanded mesh: received in the specimen container is a gore-tex mesh patch with prolene suture on the periphery which measures 15 x 13 x 0.2 cm. Diagnosis: mesh, abdominal, explanted: mesh graft (gross only).¿ (B)(6) 2010: microbiology. Collection sample: swab. Site/specimen: abdomen. Comment: abdominal wound. Gram stain: 3+ wbcs, no organisms seen. Culture: staphylococcus, coagulase positive ¿ quantity: 3+.¿ (B)(6) 2010: discharge summary. ¿after intravenous antibiotics and conservative management failed to eradicate infection, taken on 09/17/10 for mesh removal, irrigation and replacement of biologic mesh, again new jackson-pratt drain placed. Observed for resolution of infection and after infection no longer evident in jackson-pratt output and white count returned to normal and was afebrile, decision made to switch to oral antibiotics and discharge on (B)(6) 2010 with oral augmentin x 10 days, vicodin, docusate. Disposition: home. Length of convalescence: 15 days. Avoid heavy lifting, keep wound clean/dry. Addendum: to be monitored an additional 24 hours to better ensure no issues status post removal of jackson-pratt drain. Planned discharge (B)(6).¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06416769 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.